Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following allegations have been investigated: tilt, vc perforation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Approximately 3 years and 10 months after the inferior vena cava (ivc) filter was implanted, the patient underwent a computed tomography (CT) for an "ivc filter check". The patient was informed that four struts perforated the ivc. "One of the struts perforated 4.11 mm beyond the vena cava, and is in contact with the third portion of the duodenum. Another strut perforated 2 ¿ 3 mm. All of the perforations are unnatural holes in the vena cava, cut by the struts."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received a gunther tulip navalign femoral vena cava filter implant on (B)(6) 2014 via the right common femoral vein due to lower left extremity deep vein thrombosis. Per the (B)(6) 2018, computed tomography-abdomen/pelvis (inferior vena cava) without contrast: "findings: the apex of the filter is at the level of the right renal artery. The four largest struts of the filter are at the 12 o'clock, 3 o'clock, 6 o'clock and 9 o'clock positions. The strut at the 12 o'clock position perforates beyond the contour of the inferior vena cava and extends to abut and indent the third portion of the duodenum. The strut at the 3 o'clock position perforates the inferior vena cava and does not extend into any adjacent structure. The strut at the 6 o'clock position perforates the inferior vena cava and lies approximately 1 to 2 mm from the wall, but does not extend into an adjacent structure. The strut at the 9 o'clock position is displaced approximately 2 to 3 mm in the inferior vena cava and does not impact additional visceral structure. The remaining struts are contained within the inferior vena cava or its wall. Impression: 1. Inferior vena cava filter in place with apex at the level of the right renal vein and the four largest struts perforating the filter, as indicated, the strut at the 12 o'clock position extending to indent the third portion of the duodenum". Per the (B)(6) 2018, physician review of computed tomography-abdomen/pelvis (inferior vena cava) without contrast: positive for caval perforation. Superior extent of filter is at the l1-l2 disc space. Inferior extent l3 disc space. A total of four prongs have perforated the inferior vena cava, series 3, image 42. Maximum distance prong perforated is 4.11 mm, series 3, image 42. Coronal images show no significant tilt. Sagittal images show 7.98-degree tilt superior/anterior to inferior/posterior, series 6, image 31. Diameter of inferior vena cava directly above filter measures 21.60 mm x 11.07 mm, series 3, image 31".

Manufacturer narrative:
Investigation: the following allegations have been investigated: anxiety/worry/fear, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety/worry/fear, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient alleges perforation abutting an organ. The patient further alleges multiple struts perforated the inferior vena cava (ivc), one strut abuts the third portion of the duodenum, anxiety, worry, fear, and limited activity.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Summary of investigational findings: it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vc perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according categorization form: [pt] alleges: "caval perforation and tilting". Additional information received according to short form complaint filed 07jan2019 it is alleged that "[pt] received a cook gunther tulipt filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.